Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the upper part of the mas crosslink set screw sheared off during tightening of the lock screw. The lower part of the screw was left in the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.